Manufacturer narrative:
(B)(4). This is a report of a use error, where an open unused line was placed on the floor. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during dwell four of five of peritoneal dialysis therapy. There was an open unused line touching the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.